Event description:
In 2008, the patient underwent a procedure where both internal iliacs were embolized. Eighteen days later, the patient was treated for an infrarenal aortic aneurysm with three gore excluder aaa endoprostheses. In 2009, the patient underwent computed tomography which showed a new irregular lesion at the right psoas muscle. It was also reported to extend from the right external iliac and into the pancreas. The following month, the patient underwent an exploratory laparotomy. Post-operative notes stated there was an infection of the aortic endograft and there was a right psoas abscess. The following month, the endograft system was explanted and the aneurysm was repaired in an open procedure. The patient tolerated the procedure and was in stable condition as of a week later.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note additional devices implanted were pxc121400 and pxc121200. Attempt(s) to acquire information required for this form were made by gore. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable.